Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and replaced the power supply assembly. The unit passed all functional and safety tests in accordance with the factory specifications. The unit was returned for clinical use.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra-aortic balloon pump (iabp) cs100 machine is not turning on. There was no patient involved.